Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring seals did not load properly. The surgeon loaded the seals and pulled out the delivery tube from the loader. The seals caught on something and remained inside the loader. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: as received, the seal was not loaded into deployment tube. It was situated within the window of loading device. The delivery device attached to the loader and the plunger was not actuated. The reported complaint is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.